Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. After positioning the lead poor threshold measurements were observed. The physician then attempted to reposition the lead twice but was unable to extend the helix after more than 30 turns of the fixation tool. The lead was removed and a tined lead implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Testing was completed to assess leads electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
This product has been returned and is currently undergoing laboratory analysis.